Event description:
Angioseal, vascular closure device, did not deploy properly after procedure was completed. Manual pressure was applied to the rfa until hemostasis was achieved. No hematoma was demonstrated.